Event description:
This pt who had an automatic implantable cardioverter defibrillator (aicd), received inappropriate shocks. The physician performed an invasive procedure to evaluate the system and elected to remove both model 4320 leads fromservice. The aicd remains implanted and functions appropriately.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.